Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 500 mg/dl and 400 mg/dl. The customer was treated with insulin pump. The customer stated that they had no delivery during priming. It was reported that they had faulty reservoir and got no delivery. It was reported that they were unable to troubleshoot. The customer reported event was resolved by changing complete set (infusion set and reservoir). The customer was advised that the pump will need to be replaced. The insulin pump will not be returned for analysis.